Manufacturer narrative:
Insulin pump down arrow button did not respond due to flattened button dome switch. No moisture damage on electronic noted. Insulin pump was unable to perform displacement, basic occlusion, occlusion, prime and no delivery test due to no button response. Insulin pump received with minor scratches on display window, missing end cap sticker, cracked case at display window corners, broken battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 8.0 mmol/l. The customer went to perform a bolus and the up and down arrows had intermittent response. It was noted that the buttons got stuck and that the insulin pump had been exposed to humidity. The customer also reported that she experienced high blood glucose levels, felt violently ill, and as though she was having a heart attack. Physical damage was also observed at the top of the battery compartment. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis had been completed. No conclusion can be drawn at this time.